Manufacturer narrative:
The complaint device was not returned for analysis; however, the user facility provided 11 companion samples from the reported lot to the manufacturer for physical evaluation. Two dialyzers from the 11 companion samples received were randomly selected to be evaluated for this event. The dialyzers were returned sealed within prepackaging pouches. The companion samples were then forwarded to the quality systems (qs) dialyzer laboratory for the purpose of visual inspection and bubble point testing. A visual examination of the two devices was performed; no damage or irregularities identified. The two dialyzers were then subjected to a bubble point test; no leaks observed. Testing performed on the returned companion samples did not identify any internal leaks, damage, or irregularities. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. All lot release criteria were met. The investigation into the cause of the reported problem was not able to confirm the failure mode as the actual sample was not available for evaluation. Although the evaluation of the companion samples confirmed that the devices functioned fully as designed and met specification, a definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual complaint device.

Manufacturer narrative:
(B)(4). Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a patient experienced three blood leaks during hemodialysis treatment. This report captures the third leak. The blood leaks were reported to be internal and visible. Blood test strips were not used. No dialyzer damage was visible. The machine did not alarm as a result of the event. Reportedly, the treatment was being monitored and the leaks were identified prior to blood reaching the blood leak detector. All three blood leaks occurred under similar circumstances. The first blood leak was identified at the beginning of treatment. The dialyzer was discarded and the patient was set-up with a new dialyzer from the same lot. A second blood leak was then identified at the onset of treatment in the new set-up. Again, the dialyzer was discarded without the blood being rinsed back, and the patient was set-up with another dialyzer from the same lot. The final blood leak was identified when treatment began on the third set-up. The dialyzer from the third set-up was also discarded. The patient was set-up for a fourth time using a dialyzer from a different lot and the same machine, and then the treatment continued and successfully completed. The patient's estimated blood loss from each discarded dialyzer was approximately 150ml. None of the complaint devices are available for evaluation.